Event description:
A report was received that the patient was having a slight superficial wound dehiscence with relatively anemic appearing suture line. The physician found that the pocket was re-opened and suspected infection. The physician believed the infection was the result of the implant procedure. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Event description:
A report was received that the patient was having a slight superficial wound dehiscence with relatively anemic appearing suture line. The physician found that the pocket was re-opened and suspected infection. The physician believed the infection was the result of the implant procedure. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Event description:
A report was received that the patient was having a slight superficial wound dehiscence with relatively anemic appearing suture line. The physician found that the pocket was re-opened and suspected infection. The physician believed the infection was the result of the implant procedure. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that there were no culture results provided from the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model #: sc-4316, lot #: 17109760, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.